Event description:
A failure of depleted battery. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion.